Event description:
It was reported that the patient presented with back and left leg pain. Patient had a history of intermittent flare-ups of back pain which had been mild and self-limiting. She had an onset of exacerbation of left-sided low back pain and over the course of the next week or so, it began to radiate to the left buttocks and later noticed onset of numbness in her left foot. MRI obtained in (B)(6) 2008 revealed disk desiccation at lumbar l4-5 and l5-sl. She had failed physical therapy and lumbar epidural steroid injections, and continued to have severe axial lumbar pain as well as left lower extremity radicular symptoms. The patient was diagnosed with spinal stenosis and refractory pain the patient underwent decompressive laminectomy, transforaminal lumbar interbody arthrodesis at ls-s1 using bilateral pedicle screw instrumentation, tl peek cage device, iliac crest autograft, allograft and rhbmp-2/acs. The interbody space was then filled with additional graft material, including an additional sponge of bone morphogenic protein followed by additional cancellous autograft and local bone autograft. Approximately 2 to 3 weeks following her surgery, the patient developed swelling at the bilateral paraspinal incisions. This became increasingly painful with intermittent fevers. The right lumbar incision partially dehisced showing serous anginous drainage. On (B)(6) 2009 the patient had a temperature of 101.6 degrees. She was placed on empiric antibiotic therapy with levofloxacin times several days prior to this admission. On (B)(6) 2009 the patient was admitted to hospital with refractory back wound inflammatory changes consistent with wound infection. She underwent surgical debridement of both paraspinal incisions on (B)(6) 2009 showing a copious amount of dark serous anginous fluid. Cultures were positive for e coli. She was continued on intravenous antibiotics. She was discharged on oral medications to continue for approximately 6 weeks. On (B)(6) 2010 the patient was seen for follow-up on wound infection. The patient developed ¿relapsing bloody exudate of unclear etiology, with improved systemic inflammatory markers (esr, crp), and negative aspirate cultures. At this point, the data set is not compelling for infection, although lingering concern for atypical infection due to mycobacteria or fungi.¿

Manufacturer narrative:
Concomitant product: cage, unspecified implantable hardware (implant: (B)(6) 2009). (B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.